Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the door not fully latched alarm. Evaluation observed door was able to latch closed, but the force required to secure door was above expected levels and if not applied may cause unit to go into a door not fully latched alarm. The unit was reworked to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a door not fully latched alarm. It was also reported that there was no patient injury.